Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site since implant. The patient stated the implanting physician placed the device in a "poor position" and it was too big and located to close to the spinal column. Patient further stated that another physician recommended the device be relocated. Surgical intervention may be undertaken at a later date.

Event description:
Follow-up information revealed the patient is no longer experiencing pain/discomfort at the ipg site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient was still experiencing pain at ipg site. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted to address the issue.